Event description:
It was reported that a button was not responding on the customer's insulin pump. The insulin pump was not bumped, dropped, or exposed to moisture. The customer's blood glucose level was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.